Event description:
On ICU day 6, the patient developed rapid atrial fibrillation and worsening hypoxemia. Endotracheal tube (ett) with + leak. The endotracheal tube was exchanged and found to have a significant rupture of the balloon. Sir placed for defective ett.

Event description:
On ICU day 6, the patient developed rapid atrial fibrillation and worsening hypoxemia. Endotracheal tube (ett) with + leak. The endotracheal tube was exchanged and found to have a significant rupture of the balloon. Safety improvement report placed for defective ett.